Manufacturer narrative:
Upon completion of the investigation it was noted that the customer¿s complaint of "perforator did not stop on breaking the cortex " was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole. There was no premature disengagement or erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Sent: (B)(4) 2015 3:44 pm subject: product complaint - codman perforator 26-1221 please log the following as a product complaint hospital ? (B)(6) hospital reporter ? It is alleged that the perforator did not stop on breaking the cortex of the bone and proceeded onto the dura. Minimal bleeding caused event date: (B)(6) 2015 report date: 9/11/2015 code 261221 lot h020s product to be returned.